Event description:
It was reported that an asymptomatic patient presented for an in-clinic follow-up. Upon checking, inappropriate automatic mode switch (ams) and sensing noise was noted on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable throughout.